Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.

Event description:
It was reported that the patient was performed with holmium laser lithotripsy for the treatment of kidney stones. The urinary catheter was routinely indwelled after the surgery. It was reported that the urinary catheter was placed on the next day, and the nurse used a conventional method to withdraw the balloon with a syringe. The liquid and gas could not be pumped out at the end of the interface. It was later found that there was a bulge at the end of the airbag when a small amount of air was injected into it which was reported to the senior director of the urology department, who was also unsuccessful in extubating. The balloon was punctured, and the urinary catheter was pulled out by the guidance of b-ultrasound. It was also reported that the incident increased the workload of nurses and the puncturing of the airbag which increased the pain and puncture risk of the patients and caused serious dissatisfaction among them. The same adverse events of similar urinary catheters could not be pulled out occurred on (B)(6) 2021 and the urinary catheters were belonged to the same batch number.